Event description:
Patient was getting out of his car and felt a click noise and pain. This was resolved when the patient had a revision for the broken stem and was replaced with a new 44 number 0 stem and the surgery was completed as originally planned. Exeter stem has been broken in half insitu.

Manufacturer narrative:
When complete, the evaluation summary will be submitted in a supplemental report.